Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm keypad anomaly and unexpected battery power loss due to critical pump error (open book image) alarm. Insulin pump received with cracked battery tube thread and cracked case battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was no longer working, crack at the battery compartment and also keypad was unresponsive. The customer¿s blood glucose level was 140 mg/dl at the time of the incident and current blood glucose value was 200 mg/dl. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.